Manufacturer narrative:
Plant investigation: the device was not returned to the manufacturer for physical evaluation and the serial number could not be obtained. As a serial number could not be determined, device history and manufacturing records could not be reviewed. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported through a clinic survey that a peritoneal dialysis (pd) patient was hospitalized to find out they had cancer. The patient was advised that the peritoneal dialysis forced the cancer to every part of the body. The doctor said it was the worst type of dialysis for the patient. Upon follow-up, the patient¿s peritoneal dialysis registered nurse (pdrn) revealed the patient was diagnosed with ovarian cancer on approximately (B)(6) 2020. The patient was reportedly upset with the cancer diagnosis and blamed the nephrologist for not referring to an oncologist sooner. The patient was reportedly complaining about abdominal pain for several weeks, and the nephrologist setup multiple appointments and scans (specifics not provided) to ascertain the source. However, the patient continually skipped the appointments due to covid-19 concerns. The patient underwent multiple peritoneal effluent fluid culture and cell counts which all returned negative. In january, the patient moved to texas to seek cancer treatment, and began undergoing incenter hemodialysis (hd) without reported issue. The patient was compliant with all other aspects of care and did not report any malfunction or deficiency of a fresenius device(s) and/or product(s). The patient¿s current disposition is unknown. Based on the available information, the patient¿s liberty select cycler is disassociated from the events. There is no objective evidence indicating a serious injury, patient death, or other serious adverse event(s) related to a fresenius device(s) and/or product(s) occurred warranting further investigation.

Manufacturer narrative:
Clinical statement: there is no objective evidence indicating a serious injury, patient death, or other serious adverse event(s) related to a fresenius device(s) and/or product(s) occurred warranting further investigation. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported through a clinic survey that a peritoneal dialysis (pd) patient was hospitalized to find out they had cancer. The patient was advised that the peritoneal dialysis forced the cancer to every part of the body. The doctor said it was the worst type of dialysis for the patient. Upon follow-up, the patient¿s peritoneal dialysis registered nurse (pdrn) revealed the patient was diagnosed with ovarian cancer on approximately (B)(6) 2020. The patient was reportedly upset with the cancer diagnosis and blamed the nephrologist for not referring to an oncologist sooner. The patient was reportedly complaining about abdominal pain for several weeks, and the nephrologist setup multiple appointments and scans (specifics not provided) to ascertain the source. However, the patient continually skipped the appointments due to covid-19 concerns. The patient underwent multiple peritoneal effluent fluid culture and cell counts which all returned negative. In january, the patient moved to texas to seek cancer treatment, and began undergoing incenter hemodialysis (hd) without reported issue. The patient was compliant with all other aspects of care and did not report any malfunction or deficiency of a fresenius device(s) and/or product(s). The patient¿s current disposition is unknown. Based on the available information, the patient¿s liberty select cycler is disassociated from the events. There is no objective evidence indicating a serious injury, patient death, or other serious adverse event(s) related to a fresenius device(s) and/or product(s) occurred warranting further investigation.